Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.1 cubie pocket b3 was stuck open and would not relatch. The field service engineer performed a force release on two cubie bins with lids that would not close. The fse reported that the customer did not have any replacement bins available, and since the medications had already been relocated to other areas within the machine. The fse was unable to test those two pocket locations and confirmed that the faulty bins were removed. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie pocket was stuck open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.